Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because there was an insufficient number of tests remaining in the returned vial.

Event description:
Customer reported that he is in the hospital for a seizure determined to be caused by hypoglycemia. At 2:30pm the customer obtained a blood glucose result in the "70's mg/dl" and consumed a snack. At 5:00pm the patient began convulsing and fell to the floor, at this time the patient received a blood glucose result of 104 mg/dl on his aviva system. The paramedics arrived and tested the customer's blood glucose within 10 minutes on their professional meter. The reading on the paramedics' meter was 58 mg/dl. He was transported to the hospital via ambulance. The customer was administered an IV of dextrose while en route to hospital. On the morning of (B)(6) 2017 caller reported that he received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 79 mg/dl (aviva) and 49 mg/dl (hospital meter). The customer is currently feeling better and is scheduled to be released from the hospital on (B)(6) 2017. Return of the suspect device was requested for evaluation.